Event description:
It was reported that a saf-t-intima w/y adapter yel 24ga x .75i had ruptured tubing during use. The following was reported by the initial reporter: "when the nurse was puncturing the patient, after the puncture was done with great difficulty, the small clip was clamped, the clip broke the extension tube and punctured again. The head nurse wanted to know whether the product problem was caused by the small clip being too sharp. Customer hoped to pay for the sample."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-18. H6: investigation summary: a device history record review was completed for provided lot number 9175092. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one sample was returned for evaluation by our quality engineer team. Through examination of the sample, a partial cut was observed in the tubing component. It is possible that the damage was related to the clamp, however, the clamp was inspected and no burrs or other defects that could have led to this tubing damage were detected. It is also possible for this type of defect to result if the device is activated incorrectly. If the tubing is first clamped and then activated, the needle may hit the slide clamp, causing a cut to occur. An exact cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a saf-t-intima w/y adapter yel 24ga x .75i had ruptured tubing during use. The following was reported by the initial reporter: "when the nurse was puncturing the patient, after the puncture was done with great difficulty, the small clip was clamped, the clip broke the extension tube and punctured again. The head nurse wanted to know whether the product problem was caused by the small clip being too sharp. Customer hoped to pay for the sample."